Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient began experiencing discomfort at the ipg pocket site. It was noted that the patient recently lost weight. As result, the ipg pocket was revised on (B)(6) 2021 resolving the issue.